Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned samples confirmed the products met quality release specifications that were tested regarding the reported conditions. A review of the device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture.

Event description:
According to the reporter during lap lar procedure, the doctor tried to transect the low part of rectum with the reload and handle set as a first firing, after pushing green safety button. When he pushed the blue button to fire staples, the I-beam got stuck at the beginning phase of firing. At the same time, the blinking blue light (B)(4); showed on the status indication window. And then, he pushed the blue button again to fire them, the I-beam did not move at all. And then, he ordered to replace the abnormal reloads with new one. There was no damage to patient at all.